Event description:
It was reported that during a normal box change procedure, the new cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. There was no device malfunction against this new device. The physician had some difficulties in removing the old device because of the sub-muscular pocket, the physician had to struggle a lot to free the leads. After removal of the old device, the leads were tested with a psa and all the parameters of sensing, impedance, and threshold for all the leads were in range. When the new device was connected to this right ventricular (rv) lead after testing, a high out-of-range shock impedance measurement was observed, measuring greater than 200 ohms. This right ventricular (rv) lead was damaged during the removal procedure. The physician reconnected the lead three times and the high out-of-range shock impedance measurement appeared. This rv lead was replaced and therefore was no longer compatible with the new device. Therefore, the physician implanted a different device that would be compatible to the new lead. The patient was not pacemaker dependent and there were no adverse patient effects reported. The device will not return as the hospital staff had misplaced the device and lost it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).